Event description:
It was reported that the extraction screws broken during a distal femoral plate removal operation. The doctor performed the removal operation according to the procedure, but the screw head thread was completely jammed in the hole and the doctor could not take the screw out. He used a 309.504s removal screw to drill down the screw head. At this time, two removal screws (309.530) were broken from the stem. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for investigation. Visual inspection showed that the screws were broken due to mechanical overloading during use. We assume that the locking screw was completely blocked inside the locking thread and too strong tightening during insertion, or some influence during the healing process, may have caused fretting of the screw in the plate. Therefore, exceeding applied mechanical force, well beyond its calculated design, may have cause the breakage of the tip during removal. No product fault could be detected. This complaint is invalid from a manufacturing standpoint.